Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in damage condition. Event history log review was performed and found no evidence of reported problem. During investigation the cassette was attached to the device and ran with no issues. Investigation could not duplicate the "no disposable" alarms. Service's recalibrate the upstream sensor and replaced the downstream sensor as preventive measure. No fault found.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited nda alarm after nda firmware completed. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.